Manufacturer narrative:
E1: facility name: (B)(6) hospital.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified thoracic vessel. A 6.0 x 40, 40cm balloon catheter was advanced for dilatation. However, during the procedure, the balloon was ruptured after first inflation at 23 atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.